Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the reducer was stranded to the fenestrated bipolar forceps instrument. Each time the customer wanted to change the instrument, the reducer would come out of the port also. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at the distal end where it meets the proximal clevis. A piece measuring proximately 0.08 x 0.108" was not returned with the instrument. As a result, the reducer RMA#301319960020, was stuck and unable to be removed. Additional observation not reported by site that is related to the primary failure was also identified: the fenestrated bipolar forceps instrument was found to have a dislodged proximal clevis at the distal end. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reducer was returned with a part failed component as an incidental return. There is no reported complaint against this part. The reducer was inspected and found no damage.